Event description:
It was reported that the iab was inserted in the pt's femoral artery. The pump immediately registered hi pressure alarms. The iab was removed and the physician placed three add'l catheters and the pump continued to alarm. During the last insertion, the pt's aorta was dissected. The pt died due to his poor condition and prior complications.